Event description:
The customer received a blood glucose reading of 34mg/dl on the contour next link and felt hypoglycemic. No change in diet or medication. The customer was advised to return the strips for evaluation. New strips were sent to her.